Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an intermittent flash of red light, it has become more frequent with use. There were no reports of patient harm.